Manufacturer narrative:
The technician found the hi/low hydraulic valve was not sealing properly. The technician cleaned the valve to repair the bed.

Event description:
Information received indicates the foot hi/low is drifting down.